Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004.

Event description:
The distributor conducted shipping inspection for 2 epk-i7010 and found that s/n: (B)(4). Has no (B)(6) menu at their office. The distributor communicated with hospital employee and the hospital employee asked to replace it with (B)(6) menu. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: having meetng with japan qa team, shanghi repair engineer prepaired the chinese menu. The problem was solved.